Event description:
Possible infection/ poly exchange and femoral head exchange.gram stain negative.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lots. The complaint history review indicated that there were no other events for the reported lot.review of the sterilization records verified the sterility of the reported product lots. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control.no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
The v40 cocr lfit head 40mm/+0, cat# 6260-9-140, lot# unk was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
Possible infection/ poly exchange and femoral head exchange.gram stain negative.